Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device was removed for "several reasons," including pain at the pocket site (was in a ¿fat fold¿ and the patient did not like the placement), and the patient reported that the pump prohibited her from "testing wanted by the cardiologist," and the patient did not want to come in for refills. The pump was explanted. Additionally, the partial catheter was knotted and kinked, was cut and partially explanted and left indwelling. The patient status was alive with no injury. The pump system was being used to infuse an unknown drug. No outcome or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the unknown catheter found a non-significant anomaly of sc connector coring-tears-cuts in seal; no leak seen in lab and no leak allegation. The previously reported conclusion code 11 no longer applies.